Manufacturer narrative:
Reference number: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient experienced a bacterial stoma site infection and was treated with topical canesten, oral antibiotic cefuroxime, topical diprogenta and silver nitrate and oral antibiotic ciprofloxacin. The infection was resolving.